Manufacturer narrative:
Section e1 - telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) number was performed. The search revealed that no similar complaints for this po have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with a preloaded intraocular lens (iol) and did not achieve adequate near vision. The iol was explanted and another iol with the same model was implanted. After the replacement, the patient¿s near vision was satisfactory, and no further issues were reported. No further information was provided.